Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time.

Event description:
It was reported that the battery life of this pacemaker went from 15 years to eight and a half years remaining in a span of one month. The patient has recently been in atrial fibrillation (af) and the minute ventilation (mv) feature was turned on. Boston scientific technical services (ts) suggested device programming to see if there is impact to the device longevity. To date, the device remains in service. No adverse patient effects were reported. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time.